Event description:
Metzenbaum scissors and hemostats were used to ligate the mesentery down to the base to provide good mobility of the isolated ileal segment, then a linear stapler was used to completely transect the ileum. Continuity of the ileum was also achieved using the linear stapler combined with a ta stapler. Surgeon fired the stapler once, and it worked fine. The instrument was loaded and the same sequence was used to fire it a second time, and it would not fire. This stapler was removed from the field, and a new stapler was opened and used.